Manufacturer narrative:
The initial reported event was received on 2016-03-23. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2016-06-10. Information was subsequently received on 2016-04-20 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant medical products: 694965 lead; implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported post replacement of the implantable cardioverter defibrillator (ICD) the heart rate was in the seventy beats per minute range and it went down to fifty two beats per minute. Additional information was requested and the patient is deceased and was found unresponsive on the floor. No other information is known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.